Manufacturer narrative:
Awaiting product return to conduct a quality investigation.

Event description:
Consumer called to report experiencing accuracy problem with her meter. Analysis run on consensus error grid using mean reading (192) as reference point vs. Bd readings (80, 303) yielded data points in the c range of the grid, outside of acceptable limits.